Event description:
The service repair technician (srt) reported that during preventative maintenance (pm) of the device, the roller pump would not power on. The srt tested the pump with two different power cords and on a different base. Since the event occurred during preventative maintenance, there was no patient involvement.